Event description:
Approx a year after the index procedure, the pt reported to have angina pectoris, and still on discharged medication. Additionally, the pt underwent coronary angiography that showed 80% stenosis of the distal right coronary artery and posterior descending artery. The lesions were treated with a 3x8mm-cutting balloon with very good results.

Manufacturer narrative:
This pt with a medical history of previous percutaneous coronary interventions, family history of coronary artery disease, hypertension, hyperlipidemia, and past smoker was enrolled in the study. Pre-procedure medications consisted of 300mg aspirin started 30 days prior to the index procedure. The indication for the index procedure was stable angina pectoris. During the index, two vessel disease was found mid left anterior descending (mlad) artery and mid right coronary artery (mrca), but during the procedure, two previously stented lesions were noted in the distal right coronary artery (drca) treated with bare metal benestent and posterior descending artery (pda). An 8 and 6french-guiding catheter were utilized to gain access of the target vessels. The lesion in the mlad was 3mm in diameter by 15mm in length. The lesion had an 80 & stenosis, de novo, at a bifurcation, smooth contour, moderate tortuosity, eccentric, little to none calcification, and without thrombus. This lesion was direct stented with a cypher select plus stent deployed at 12 atmospheres. The stent was post dilated at 12 atmospheres with a 15x3mm balloon. After the dilation, there was 0% stenosis. The mrca vessel was 3mm by 28mm in length with a 90% stenosis. The lesion was de novo, moderately tortuosity, eccentric, little to none calcification, and without thrombus. The lesion was pre-dilated at 12 atmospheres with a 2.5x20mm balloon. A cypher select plus stent was deployed at 12 atmospheres, followed by post dilation at 18 atmospheres with a 3x12 balloon. Post dilation the percentage of stenosis was zero. The drca vessel was in-stent restenosis of the benestent with a vessel diameter of 2.5mm, length of 28mm and 90% stenosis. The lesion was smooth, readily accessible, eccentric, and little to none calcification. The lesion was predilated at 14 atmospheres with 2x20mm balloon. A cypher select plus stent was deployed at 12 atmospheres, followed by post dilation at 20 atmospheres with 3x12mm balloon. Post dilation the percentage of stenosis was 0. The pda vessel was denovo with a vessel diameter of 2.2mm, length of 18mm and 90% stenosis. The lesion was smooth, readily accessible, eccentric, and little to none calcification. The lesion was predilated at 14 atmospheres with 1.5x15mm balloon. A cypher select plus stent was deployed at 12 atmospheres, followed by post dilation at 20 atmospheres with 3x12mm balloon. Post dilation the percentage of stenosis was zero. After the procedure, the pt was placed on 300mg aspirin and 75mg plavix. At discharge the pt was to take aspirin 300mf for 12 mos, plavix permanently, statins, ace inhibitors, and beta-blockers. This product is similar to us cypher. This is one of two products used during the same procedure on the same pt, which is associated with mfg report #9616099-2008-02575.